Manufacturer narrative:
The malfunction was observed and attributed to an out of date battery (22 months). Zoll medical recommends replacement of the battery every eighteen months. The device was repaired, recertified and returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's battery well melted and the device will not power on with battery power. Complainant indicated that there was no pt involvement in the reported malfunction.